Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.

Manufacturer narrative:
The initial report was submitted on 27mar2024 under incorrect cfn/fei/hcfa ID (1313525) core ID (B)(4).(B)(4). Resubmitting initial report under correct cfn/fei/hcfa ID (1920664) the device was returned and found to be dented on the rim. There is a fiber-like particle inside the tip insertion area of the handpiece. There are particles visible in the irrigation tube at the back of the handpiece as well. The investigation is ongoing.

Manufacturer narrative:
It was confirmed the lot was shipped to the distributor in 2010, photos show normal wear and tear for a 14 year old device. Batch record review could not be completed due to the age of the device. A review of the trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. The investigation is complete.